Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital after receiving a shock, undersensing of ventricular events were observed on both channels. External defibrillation was successfully performed to restore the patient after losing consciousness. Programming changes were recommended. No further information is available.